Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
Two devices deployed, in both cases the same instance occurred. Device appeared to deployed as intended, but in both instances bleeding was seen immediately after step 3, and x ray confirmed both implants were deployed interarterially, one in each leg (the case was an ep lead extraction and the patient had a 5f sheath in the right leg and a 6f sheath in the left leg). Celt was deployed by dr. (B)(6) in the left leg, and dr. (B)(6) in the right leg. Manual compression was used to achieve hemostasis and patient was discharged as expected the next day, no sign of compromised flow in either leg as verified by patient having warm feet and palpable pulses.